Manufacturer narrative:
The manufacturer previously reported a ventilator's pressure was fluctuating. The device was evaluated at the manufacturer's service center and the customer's complaint was confirmed. The device's check leaf valve was replaced and the inner limit switch was re-soldered to address the issue.

Event description:
The manufacturer received information alleging a ventilator's pressure was fluctuating. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.